Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis could be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, the valve dislodged and was positioned too deep. Subsequently, a smaller non-medtronic valve was implanted. No other adverse patient effects were reported.